Event description:
Caller states patient tested 3.0 inr on the coaguchek xs system while a comparison lab returned as 7.5 inr. Patient's coumadin was held for 5 days. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Na

Event description:
Caller states patient tested 3.0 inr on the coaguchek xs system while a comparison lab returned as 7.5 inr. Patient's coumadin was held for 5 days. No adverse event reported. Requested return of suspect system and replacement was sent.